Event description:
The following was reported to Gore from iMedidata:On (b)(6) 2025, a patient underwent a primary endovascular treatment for a thoracoabdominal aortic aneurysm using GORE® TAG® Thoracic Branch Endoprosthesis (TBE) system. Two GORE® TAG® Thoracic Branch Endoprosthesis (TBE Aortic Component and Aortic Extender) were implanted in the aortic arch, and one GORE® TAG® Thoracic Branch Endoprosthesis (TBE Side Branch) was implanted in the left subclavian artery (LSA). Adjunctive procedure was also performed where Zenith Alpha¿ Thoracic Endovascular Graft Proximal Component was implanted in the aortic arch as an extender device. On (b)(6) 2025, the patient underwent a staged procedure of an off the shelf thoracoabdominal branch graft (brand name unknown) implantation. The procedure was clinical success. On (b)(6) 2026, the patient underwent follow-up CTA. The Clinical Site noted existence of Type IC endoleak on TBE Side Branch in the LSA. As stated by the physician, the Type IC endoleak occurred due to TBE Side Branch being a little too short. On (b)(6) 2026, the patient was treated with relining, using another GORE® TAG® Thoracic Branch Endoprosthesis (TBE Side Branch) to extend initially implanted TBE Side Branch. Type IC Endoleak was resolved without sequalae. The patient is doing well and was discharged on (b)(6) 2026.

Manufacturer narrative:
C1: Heparin Surface incorporates CARMEDA Heparin manufactured from heparin sodium API, which is covalently bound to the device surface and is essentially non-eluting.The patient referenced in this event file is enrolled in the TGR23-02TB TOGETHER Aortic Registry and information regarding this event was gathered from the iMedidata Rave Clinical Study Database (CSD).A review of the manufacturing records for this device verified the lot met all pre-release specifications.The device remains implanted and therefore, the device evaluation cannot be performed.The investigation has been concluded, Gore is collecting data for the final report.H6: Code C19 is in relation to the review of the manufacturing records which indicated that the lot met all pre-release manufacturing specifications (B14).Code C21 is reflecting the upcoming results from investigations represented by codes B15, B20, B11 and B31.W. L. Gore & Associates, Inc. (Gore) is submitting this report to comply with 21 C.F.R. part 803, the Medical Device Reporting regulation. This report is based upon information obtained by Gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, Gore, or its associates that the device, Gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to Part 803. This statement should be included with any information or report disclosed to the Public under the Freedom of Information Act.